Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. Customer returned two puendo5 in an autoclave bag. Using microscope visually checked tips. Instruments were broken as indicated in complaint. No manufacturing defects or markings were noted on instruments. Complaint does not indicate what power setting was being used at time of breakage. Recommended setting for the endo 5 is minimum of 1 and a maximum of 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Also, these tips should be used with water.

Event description:
In this event it was reported that two proultra endo tips #5 broke during use on the same patient; no injury resulted.